Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the surgeon felt resistance during closing the muscular wall and the surgeon found the needle had broken at the tip (2 mm). The patient underwent x-ray examination and the needle tip was not in the patient&apos;s body. A material (1.7 mm in size) which might be the fragment of the needle was found in the surgical drapes.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: user error caused the event. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There were no signs of manufacturing defects found on the needle. Conclusion: a visual inspection was also performed on one loose needle returned for evaluation and there were no signs of manufacturing defects found on the needle.